Event description:
It was reported that the patient's ipg has reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be pending to address this issue.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.